Event description:
It was reported that the lead was explanted due to oversensing of noise.

Manufacturer narrative:
No medwatch form was received the reported anomaly was confirmed in the laboratory. The outer insulation was abraded at 5.4cm from the connector pin; the metal wires of the sensing coil were exposed in this area. An abrasion was also noted between 14 and 16 cm from the connector pin; the metal wires of the svc cable were exposed in this area. The damage was caused by friction to the ICD can. The reported d oversensing could occur when the exposed metal of the sensing coil/svc cables come into contact with the ICD can.